Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not drawers failed with power issue, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed with power problem. A field service engineer found that the failures were user-related, not hardware. However, closing any drawer triggered an alternating current (ac) power failure shutdown and automatic reboot. The issue was traced to a defective power supply module with loose connections, which reacted to cabinet vibrations. The power supply module was replaced, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were failed with power issue, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.